Manufacturer narrative:
Bd did not receive any samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, a manufacturing device history record review of the incident product was performed and there were no issues found. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that a 23 g x .75 in. Bd vacutainer® winged safety push button blood collection set had blood leakage. When blood was being drawn, blood leaked out of the tubing. There was no report of serious injury or medical intervention.